Event description:
Account reports leaking at the junction of the "y" after the filter port. No pt. Injury reported, no medical intervention needed. Set change only which is considered a nursing intervention.